Manufacturer narrative:
The pump was received with blank display due to broken battery tube wires. The functional test including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test, were all unable to be conducted due to blank display. The pump was received with corroded battery tube and battery cap contact. The pump was received with stripped battery cap coin slot. The pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was also received with minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have changed out the battery and the screen is blank. The customer states they had to go to the emergency room because of diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 496mg/dl. Troubleshoot for the blank display was conducted, and the display remained blank. The customer was advised the pump would be replaced and returned for analysis.